Event description:
Legal counsel for patient reported patient underwent total hip arthroplasty on (B)(6) 2009 and revision procedures on (B)(6) 2010 due to patient allegations of pain and personal injury. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent total hip arthroplasty on (B)(6) 2009 and revision procedures on (B)(6) 2010 due to patient allegations of pain and personal injury. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2010 due to pain, elevated esr and crp and a loose acetabular component. Revision operative report noted the presence of joint fluid, no pus, heterotopic bone, a superior lateral defect and fibrous tissue. The acetabular cup was removed and an antibiotic spacer mold was placed. An additional revision procedure was performed on (B)(6) 2010 where the stem and modular head were removed. All components were replaced with competitor components.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown, manufacture date ¿ unknown.